Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not lasting as long and had turned off. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that insulin pump did not receive a low battery alert prior to the replace battery alert and it was second occurrence. Customer stated that the battery cap was not loose, cracked or damaged. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.